Event description:
The customer contact reported the device did not deliver. The device was returned to the biomedical dept from the equipment area with a report indicating the device "was infusing by the green light"; however, the nurse reported the volume remaining in the bag indicated that the device was not delivering. No specific pt info, pump programming, or event details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, channel a delivered a measured volume of 20.24 ml and channel b delivered 20.42 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/- 1 ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service ctr. A review of the most recent programming indicated on (B)(6) 2011 at 1508, ch a of the device was programmed and confirmed for basic program for delivery of methylprednisolone, at a rate of 100 ml/hr, with vtbi (volume to be infused) of 75 ml, and the delivery was started. At 1540, the delivery was stopped, started and a 53.22 ml amount infused was indicated. At 1543, the delivery was stopped, the cassette was ejected and a 57.08 ml amount infused was indicated. Between 1545 and 1549, a channel callback alarm occurred and was cleared twice. At 1549, the basic program was accessed, cleaned, and the device was powered off. A review of the history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.